Event description:
It was reported that the user contacted support for assistance changing an ilet steel contact detach infusion set (23-inch tubing, 6 mm cannula), and insulin delivery resumed after guided replacement. Symptoms included a prior hypoglycemic event with a blood glucose of 63 mg/dl that the user treated with candy, followed by elevated glucose (293 mg/dl) attributed to overtreatment. Outcomes included resolution of the supply issue, continued insulin delivery, and no alerts or alarms. Investigation included technical troubleshooting and user education with provision of a supply change tutorial. Investigation of this case revealed user-related handling of infusion set replacement and adequate device function after guidance. It was concluded that the device operated as expected and that the event was related to user management of hypoglycemia and infusion set change rather than a device malfunction.